Event description:
A pt was lifted from the bed on a chair when both staff members in the room lifting the pt heard a pop noise and then the pt fell to the ground hitting his head and sustaining a cut. The pt was transported to the hospital where he was diagnosed with a spine fracture and treated for the cut on his head. Ref MFR # 1824206-2014-01746.